Event description:
This was a lead extraction case to remove two leads due to cied pocket infection. Both leads were prepped with llds. A 14f glidelight was utilized and lasing began on the rv pacing lead. Due to severe adhesions on the rv lead, the decision was made to start lasing on the ra pacing lead. The ra lead was extracted without difficulty. Lasing was then resumed on the rv lead. As the glidelight approached the mid-svc, a pericardial effusion was noted on tee, and the patient became hypotensive. The physician performed a sternotomy, discovered a perforation of the svc, and sutured the injury. The rv lead was then removed manually by the surgeon. The patient recovered from the procedure and was discharged per hospital policy.

Manufacturer narrative:
The concomitant medical product dates were adjusted to reflect the date of the event ((B)(6) 2013) and not the aware date (17nov2013) as was in the previous report.